Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced skin irritation. Customer's blood glucose value was 129 mg/dl. The customer reports rash itching at the site issue the location was . Customer stated that the customer was wearing the pump and was hospitalized on (B)(6) 2017 in the morning. The customer was treated with benadryl cream and removed the tape. The product was not returned for analysis.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.